Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's device "shorted out and shocked her." The patient indicated that the issue occurred when they went through a metal detector and also at a house where the refrigerator was "shorting out" and in both cases the shocking sensation was temporary and stopped after moving away fromthe emi source. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.